Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic and was symptomatic during a device check. Freeze captures showed anomalous noise and anomalous marker channel. There was clear telemetry interference. The patient became pale and pre-syncopal. After ending the session and removing the wand, the patient's symptoms resolved. The device was checked again, no interference was noted, and no patient symptoms were present. Testing was completed normally. The patient felt fine.